Event description:
It was reported that a patient presented remotely via merlin.net. Upon review of transmission, it was observed that the right-ventricular (rv) lead exhibited sensing of noise. No intervention was performed. Patient condition was stable, and the patient would continue to be monitored.